Manufacturer narrative:
An event regarding intraop fracture involving a tritanium shell and trident liner was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A review of the medical records by a clinical consultant concluded: no evidence for device-related factors in the current information. As such, root cause of failure is an adverse mix of patient-related factors (prior bone defect condition due to surgical approach and cement use) plus procedure-related factors (unavailability of specific instruments for the surgical job) while there is no evidence that device-related factors have played any role. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded: that the root cause of failure is an adverse mix of patient-related factors (prior bone defect condition due to surgical approach and cement use) plus procedure-related factors (unavailability of specific instruments for the surgical job) while there is no evidence that device-related factors have played any role. Compatibility review: a review of the trident tritanium acetabular shells sell sheet, literature number: (B)(4) notes that trident constrained inserts are indicated for use with the trident tritanium shells. The tritanium acetabular system hemispherical surgical protocol tritan-sp-2 ms/gs notes in tables 1 and 2 that liner alpha code f is compatible with a 22mm femoral head and a 58mm tritanium hemispherical shell. A review of the corresponding trident constrained acetabular insert surgical protocol, lsp44 notes that the trident 10° constrained insert 690-10-22f is indicated for use with the trident shell alpha code f. The alphabetical letter at the end of a trident catalog number identifies compatibility among all trident acetabular components. The tritanium shell catalog# 502-03-58f is therefore compatible with the trident 10° constrained insert catalog # 690-10-22f no further investigation is required. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient with a history of recurrent dislocations was being revised from a depuy system to a stryker constrained liner. During the procedure, the patient allegedly sustained a fractured hip.

Event description:
It was reported that the patient with a history of recurrent dislocations was being revised from a depuy system to a stryker constrained liner. During the procedure, the patient allegedly sustained a fractured hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.